Manufacturer narrative:
The insulin pump passed prime, excessive no delivery and displacement tests. No excessive no delivery alarm during testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has recurring no delivery alarms. The customer stated that she has to rewind the device a few times before the alarm will clear and the insulin pump would start delivering insulin. Blood glucose value was 120 mg/dl. Customer stated she had tried different cannula lengths, insulin was not expired or denatured, she does rotate sites and avoids scar tissue and the tubing was not bent or kinked. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.